Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that 5 weeks ago he gave himself 11 units of insulin because his blood glucose went up to 460 mg/dl. The customer waited another 30 minutes and gave himself 11 units of insulin. The customer had a hypoglycemia episode. The customer received alerts telling him to replace his sensor because of bad calibrations. The customer was advised of calibrations and best practices.